Event description:
It was reported the 355ld was used during a not reported procedure. It was reported by the affiliate the blade could not be activated. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48556. Device-b. D5,6; h4: info not available, device not returned for analysis. Endopath dilating tip trocar: while co was unable to analyze the instrument utilized in the reported event as the instrument was not returned to co, co has documented the circumstances as they were reported to co. Should the instrument become available or you learn add'l info about this event, please contact the clinical inquirey svc or your sales rep.